Event description:
It was reported that the patient presented with a non-st-elevation myocardial infarction (nstemi) and the procedure was to treat a perforation that caused a severe pericardial effusion with cardiac tamponade solved with emergency pericardiocentesis in the right coronary artery (rca) with mild calcification and mild tortuosity on the first curve. The 3.5x19mm graftmaster covered stent had no resistance during advancement and was attempted to be advanced via the right femoral artery access. The device failed to cross the lesion and the shaft broke at the height of the y-connector. The graftmaster device was simply removed. Pre-dilatation was performed using a 2.5x15mm non-compliant balloon at 10 atmospheres (atms) and another 3.5x19mm graftmaster was attempted to be used but also failed to cross the lesion and the shaft also broke at the same location as the first graftmaster. Another 2.8x19mm graftmaster was attempted to be used but again failed to cross the lesion and the shaft broke again at the same location as the first two graftmasters. There was resistance noted during withdrawal with the vessel's wall and slight force was applied and shafts broke immediately but simply withdrawn. There might have been possible interaction between the guide catheter and the graftmaster shafts. After the 3rd graftmaster stent failed to cross the lesion, the whole system including the guiding catheter was removed and repositioned. Six stents were implanted but the bleeding continued. Another 3.5x18mm non-abbott covered stent and a 2.8x18mm graftmaster covered stent were implanted successfully and the bleeding stopped. The patient is currently recovering. There was no adverse patient effect. Although there was reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with a non-st-elevation myocardial infarction (nstemi) and the procedure was to treat a perforation that caused a severe pericardial effusion with cardiac tamponade solved with emergency pericardiocentesis in the right coronary artery (rca). The 3.5x19mm graftmaster covered stent was attempted to be advanced via the right femoral artery access but failed to cross the lesion and the shaft broke at the height of the y-connector. There was no force applied. The graftmaster device was removed. Pre-dilatation was performed using a 2.5x15mm non-compliant balloon at 10 atmospheres (atms) and another 3.5x19mm graftmaster was attempted to be used but also failed to cross the lesion and the shaft also broke at the same location as the first graftmaster. Another 2.8x19mm graftmaster was attempted to be used but again failed to cross the lesion and the shaft broke again at the same location as the first two graftmasters. Six stents were implanted but the bleeding continued. Another 3.5x18mm non-abbott covered stent and a 2.8x18mm graftmaster covered stent were implanted successfully and the bleeding stopped. The patient is currently recovering. There was no adverse patient effect and there was no reported clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the rca had moderate calcification and mild tortuosity on the first curve. There was no resistance during advancement noted, however, there might have been possible interaction between the guide catheter and the graftmaster shaft. There was resistance noted during withdrawal with the vessel's wall and slight force was applied and shafts broke immediately. All 3 proximal shafts separated into two pieces and simply withdrawn. After the 3rd graftmaster stent failed to cross the lesion, the whole system including the guiding catheter was removed and repositioned. Although there was reported delays in the procedure, it was confirmed that there were no adverse patient effects; therefore the delay is not considered clinically significant. No additional information was provided. Returned device analysis identified that the second 3.5x19mm graftmaster stent was kinked and did not separate into 2 pieces. The account confirms that there was a kink in the shaft.

Manufacturer narrative:
A visual, functional, and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to advance/position could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.